Manufacturer narrative:
(D10) concomitant device(s): 300-01-13 - equinoxe, humeral stem primary, press fit 13mm : (B)(6). 300-10-15 - equinoxe replicator plate 1.5mm o/s : (B)(6). 300-20-02 - equinox square torque define screw drive kit : (B)(6). 310-02-50 - equinoxe, humeral head tall, 50mm (beta) : (B)(6). (H3) pending evaluation.

Event description:
As reported by the equinoxe shoulder study, the 68-year-old non-hispanic white male had a left tsa on (B)(6) 2009. The patient presented with aseptic glenoid loosening on an unknown date. The patient underwent revision surgery on (B)(6) 2024 and the outcome of this event is considered resolved. The case report form indicates that this event is definitely not related to the device and definitely to the procedure. Another event involving this patient is related to and recorded on (B)(6).this event report was received through clinical data collection activities and no device return is anticipated.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.